Event description:
Legal counsel reported that patient underwent a right total hip arthroplasty on (B)(6) 2005 and left total hip arthroplasty on (B)(6) 2005. Legal counsel further reports patient allegations of pain, popping, grinding, loss of range of motion, lack of mobility, dysfunction, and elevated metal ion levels. No revision procedures have been reported. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2014-02894/ -02895/ -02896/ -02897).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel reported that patient underwent a right total hip arthroplasty on (B)(6) 2005 and left total hip arthroplasty on (B)(6) 2005. Legal counsel further reports patient allegations of pain, popping, grinding, loss of range of motion, lack of mobility, dysfunction, and elevated metal ion levels. No revision procedure has been reported for the left hip. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports patient underwent a revision procedure on his right hip on (B)(6) 2014. Revision op report notes the presence of synovial fluid and synovitis within the joint. The modular head was removed and replaced; the cup remains implanted.